Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in 0ctober 2024. The customer problem was confirmed through the event history log but could not be duplicated. The root cause of the issue was unknown. The error code was cleared, and the firmware was updated successfully. The device then passed all tests thereafter.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device displayed system fault 41,628 occurred 2,818003 while in use with patient.